Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Insulin pump received with stained end cap sticker, cracked belt clip slot, and cracked reservoir tube lip noted.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 139 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.